Event description:
It was reported that the patient presented for follow-up with high pacing impedance and capture threshold exhibited by the right ventricular lead. The patient was scheduled for lead revision where the lead was capped and replaced on (B)(6) 2023. The patient was stable.